Event description:
The programming wand was returned on 03/26/2015. Product analysis was completed for the handheld device on 04/14/2015. The handheld was received with a remaining main battery charge of 55%. During the analysis, a broken wire was identified in the serial data cable. Following repair of the cable, no other anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Following repair of the cable, the handheld performed according to functional specifications. Cause of the broken wire is most likely related to excessive wear. Product analysis was completed for the software flashcard on 04/14/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis was completed for the programming wand on 04/30/2015. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.

Event description:
It was reported that the handheld device would not hold a charge intermittently. Hard resets were performed and the handheld device was charging when plugged into the power adaptor. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Event description; corrected data: the previously submitted MDR inadvertently did not include that the programming wand was returned. Device failure occurred, but did not cause or contribute to a death or serious injury.